Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a male patient coincident with dianeal pd4 ultrabag therapy. On an unreported date in 2009, the patient began using dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). The action with dianeal was ongoing. On (B)(6) 2012, the patient's nurse contacted baxter to report the patient had peritonitis. On (B)(6) 2012, the patient went to the pd clinic for cloudy pd effluent and abdominal pain. The event of peritonitis was due to the patient not wearing a mask while performing pd therapy. Retraining was provided. On (B)(6) 2012, intraperitoneal (ip) vancomycin (dose and frequency not reported) and ip gentamycin (dose and frequency not reported) were initiated. The patient remained on pd therapy with no change in the dosage. On an unknown date, the events of cloudy pd effluent and abdominal pain resolved. At the time of this report, the event of peritonitis was ongoing and improved. The event of peritonitis was not related to the dianeal solution or any baxter devices.

Manufacturer narrative:
(B)(4). This report of use error-breach in aseptic technique and peritonitis was confirmed because it was reported the patient experienced a breach in aseptic technique described as the patient did not wear a mask while performing pd therapy. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis involved a use error and there was no allegation of a device malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.